Manufacturer narrative:
(B)(4). Evaluation experienced the reported symptom of "ec 105" upon turning the pump on. Evaluation confirmed the reported symptom "ec 105" through component causality of a seized motor. Under current guidelines the pump cannot be reasonably repaired as attempting to repair would require, but not be limited to the replacement of: processor printed circuit board (pcb), input/output pcb, upper auxiliary assembly, front case, rear case, and motor. At the customer's discretion the pump will be: returned inoperable as-is with our records indicating the pump was unrepairable, or retired/scrapped at the baxter facility.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.